Manufacturer narrative:
Cec adjudicated that the reported event was related to the study device and not related to the procedure or drug.

Event description:
During index procedure the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the popliteal of the right leg. The patient suffered restenosis of the right sfa and popliteal approx 12 months post index procedure and was treated with non-medtronic ballooning and non-medtronic stenting. The investigator assessed that the event was probably related to the study device, procedure and paclitaxel.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.